Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the procedure, a fluid/blood was noted from the back hub of the agilis at the location of catheter insertion. Fluid flush was checked, and procedure continued without complication or patient harm.